Manufacturer narrative:
MFR's report date: 05/11/2011. (B)(4). An investigation could not be performed. Rptr indicated that the device is not available for eval. The cause of reported problem is unk. Customer states that no further pt/event info is available at this time and that product will not be returned because set was not saved.

Event description:
Customer reported that chemotherapy administration (intra-arterial irinotecan) was delayed until the next day, and pt required extension of hospital stay and a second visit to interventional radiology for femoral arterial line replacement. Pt admitted from interventional radiology with set loaded in pump and running d5w and heparin (rates and vol unk). Nurse observed that set had been mis-loaded with the upper fitment extended above the pump. This was corrected by the nurse. Nurse subsequently initiated chemotherapy medication (time unk) at approx 20.8ml/hr (500ml over 24 hrs). At 2300 nurse advised by pt that pump was alarming for upstream occlusion and was leaking fluid from the bottom of the pump. Md ordered hold on chemotherapy until suitable line could be re-established. Interventional radiology established new line the following morning and irinotecan was administered.